Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's aunt reported via email that the insulin pump keeps forming air bubbles. The customer's blood glucose was unknown at the time of incident. The customer's aunt stated they make sure all the bubbles are out during priming, but through out the day more form, giving inefficient amount of insulin to the customer. Troubleshooting was not performed. The device will not be returned for analysis.